Event description:
No additional patient/event information has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation ¿ evaluation it was reported that the hub of a turbo-ject single lumen bedside power-injectable PICC broke and "became detached" at the point where it meets the extension tubing. There were 3 total occurrences, reported under patient identifiers (B)(6). The PICC line was placed for administration of chemotherapy drugs, and the device was in place for 25 days before failure on (B)(6) 2020 during injection of drugs. The PICC line was reported to have completely separated between the extension tubing and hub. A new PICC line was placed as a result of the failure. An anti-tampering device was not used with the catheter. A vygon bionector 896.3 needless connector cap was used with the PICC line. The PICC line was locked with heparin when not in use and flushed through with saline. The PICC line was secured to the patient using a statlock and tegaderm. The patient was reportedly active. No other adverse effects were reported. A review of the complaint history, instructions for use (IFU) and quality control of the device was conducted during the investigation. The complaint device related to this event was not returned for investigation. A used catheter was returned for the related complaint reported under patient identifier (B)(6), which is for the same reported failure mode on the same product family, reported at the same time by the same facility as this complaint. A visual exam of that device notes the clear tubing has separated from white hub. This complaint likely had the same failure mode. Cook has concluded that the device was manufactured to specification. Additionally, a document based investigation evaluation was performed. A review of the device master record found that proper procedures are in place to identify and prevent this failure mode prior to device distribution. A review of the device history record and a search for additional complaints on this device lot could not be completed due to a lack of lot information. There is no evidence to suggest there is any nonconforming product in house or out in the field. A review of the product labeling for the device was completed. The instructions for use state the following instructions related to the reported failure mode: intended use the maximum pressure limit setting for power injectors used with the turbo-ject PICC may not exceed 325 psi and the flow rate may not exceed the maximum flow rate indicated, as shown on the following table. Warnings the safe and effective use of turbo-ject PICC lines with power injector pressures set above 325 psi has not been established. Do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube. To safely use turbo-ject PICC lines with a power injector, the technician/health care professional must verify prior to use that the maximum pressure limit is set at or below that which is listed on the catheter. Dynamic and static pressure test results are shown in the following table. Precautions if lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately catheter maintenance ¿.if catheter is not to be used immediately, its lumen should be maintained by continuous saline or heparinized saline drip or locked with a catheter locking solution. Note: if clc-2000, microclave or other needless adapters approved for saline only lock are used, saline only catheter lock may be used. Catheter heparinization should be determined by institutional protocol and clinical judgement. Heparin concentrations of 10 units/ml to 100 units/ml have been reported adequate to maintain lumen patency. Catheter lock should be reestablished after every use or at least every 24 hours if unused. Before using catheter lumen already locked with heparin, lumen should be flushed twice the indicated lumen volume using normal saline. Lumen should be flushed with normal saline between administration of different infusates. After use, lumen should be again be flushed with twice the indicated lumen volume using normal saline before reestablishing catheter lock. Strict aseptic technique must be adhered to while using and maintaining catheter. Based on the information provided, no inspection of the product, and the results of the investigation, a definitive cause for failure was not established. Cook has been unable to rule out manufacturing, device maintenance, or inadvertent tension placed on the device as a result of securement of ancillary devices, patient movement/activity, or activities of daily living¿s as a cause of this event. Appropriate measures have been taken to address this failure mode. A CAPA is currently open to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Reporter customer (person): phone: mobile: (B)(6). Reporter occupation: pediatric surgeon. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the hub of a turbo-ject® single lumen bedside power-injectable PICC broke and "became detached" at the point where it meets the extension tubing. There were 3 total occurrences, reported under patient identifiers (B)(6). The PICC line was placed for administration of chemotherapy drugs, and the device was in place for 25 days before failure on (B)(6) 2020 during injection of drugs. The PICC line was reported to have completely separated between the extension tubing and hub. A new PICC line was placed as a result of the failure. An anti-tampering device was not used with the catheter. A vygon bionector 896.3 needless connector cap was used with the PICC line. The PICC line was locked with heparin when not in use and flushed through with saline. The PICC line was secured to the patient using a statlock and tegaderm. The patient was reportedly active. No other adverse effects have been reported.